Manufacturer narrative:
This report is submitted on 21 april 2020.

Manufacturer narrative:
This report is submitted on february 11, 2020.

Event description:
Per the surgeon, the patient experienced an infection and skin flap necrosis. As treatment, there was: a skin flap rotation. Antibiotics (IV, oral and topical). The device was explanted on (B)(6) 2020. It is unknown if the patient has been re-implanted with another device.